Event description:
It was reported that the patient came in for a follow up visit after hearing their device alarm. During the interrogation, observations revealed a sudden impedance increase with many non-sustained tachycardia episodes and noise on the electrogram. The physician suspected a lead issue, detections were programmed off, and the patient was hospitalized. The physician verified that the lead had been connected appropriately to the device. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. However, there was blood/body fluid on the outer tubing overlay and the outer insulation had a cosmetic depression.